Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, during an interventional endovascular procedure (evt), a 155 cm. Saber rx 4 mm. X 4 cm. Balloon catheter (bc) was used and ruptured within the regulated pressure. The target lesion was not provided, but the lesion was reported to be severely calcified which was said to be the cause of the rupture. The procedure was ended/completed successfully although details were not provided. There was no reported patient injury.

Manufacturer narrative:
During an interventional endovascular procedure (evt), a 4x40mm 155 cm. Saber rx balloon catheter (bc) was used and ruptured within the regulated pressure. The target lesion was not provided, but the lesion was reported to be severely calcified which was said to be the cause of the rupture. The procedure was ended/completed successfully although details were not provided. There was no reported patient injury. The device was not returned for analysis. A device history record (DHR) review of lot 17401085 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the limited information available for review, vessel characteristics (severely calcified lesion) most likely contributed to the reported event since calcified/resistant lesions can damage a balloon as reported by the physician. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.